Event description:
Litigation alleges pain, swelling, difficulty ambulating, decreased mobility and toxic cobalt-chromium metal ions to be released into the blood, tissue and bone.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified one other report against the 265585 liner lot code. Review of device history records found no related manufacturing deviations or anomalies that would have contributed to the reported event. No other reports were identified against the femoral head lot code. No additional investigational inputs or event information have been provided to customer quality. The investigation can draw no conclusions with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.